Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) power supply failing.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) power supply failing. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9 (device available for eval, return to manufacture date), g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11 corrected fields: d1 (brand name). The failure analysis and testing dept. Received power supply with a reported unit failure of malfunctioning, batteries not charging. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed power supply into the cs300 test fixture and tested the power supply to factory specifications per the cs300 service manual. The fat could not verify the complaint of the batteries not charging. After the power supply was installed into the cs300 and plugged into ac. The batteries immediately began to charge. The fat ran the cs300 for 1 hour. The power supply performed to factory specifications. The power supply passed testing. Power supply will no longer be returning to vendor. Retaining the part in the failure analysis and testing department per procedure. The fse evaluated the unit and replaced both power supply assembly, 2 batteries and clamp x2. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6, h11. Corrected fields: d1, d4 (model, catalog, UDI), h8. Fields d1, d4 of the emdr is for original iabp cs100 however this iabp was upgraded to a cs300 intra-aortic balloon pump, english, 110v catalog 0998-00-3023-53, UDI (B)(4) (B)(6), which was reported by the customer. It was reported that during the pm performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) power supply failed. There was no patient involved. The fse evaluated the unit and replaced both power supply assembly, 2 batteries and clamp x2. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing dept. Received part number 0014-00-0033-05 power supply serial number (B)(6) with a reported unit failure of malfunctioning, batteries not charging. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0014-00-0033-05 power supply serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the power supply to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat could not verify the complaint of the batteries not charging. After the power supply was installed into the cs300 and plugged into ac. The batteries immediately began to charge. The fat ran the cs300 for 1 hour. The power supply performed to factory specifications. The power supply passed testing. Power supply will no longer be returning to vendor. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.